Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the balloon stuck to the stent. The physician did not pre dilate the non calcified anastomosed lesion in an unk location. He was deploying a taxus express2 2.5 x 16 mm drug eluting stent. After deflating the balloon he had difficulty retrieving the balloon as it was stuck to the stent. He had to manipulate many times to remove the balloon and also used a kt guide to assist the removal. The balloon was removed. There were no pt complications reported.